Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with over 130 units of insulin and the insulin gauge remained static at 135 units. The customer reloaded the cartridge and received an accurate fill estimate. The customer reported blood glucose (bg) level was 306 mg/dl. Additionally, the customer stated that stress also contributed to elevated bg level. The customer delivered a correction bolus to address bg level, and during the time of the call, bg level was 108 mg/dl.